Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This rv lead was revised after it was found to have dislodged. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.